Manufacturer narrative:
The device has not yet been returned. Should further relevant information become available, a supplemental medwatch report will be filed.

Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting procedure, stent damage occurred. The index procedure treated 4 lesions. The proximal circumflex received a 2.5 x 12 mm taxus express2 stent, along with a 2.5 x 20 mm taxus express2 stent. The mid lad received a 2.75 x 32 mm taxus express2 stent. The left main received a 3.5 x 16 mm taxus express stent. The physician direct stented all lesions. The pt received heparin, nitrates, and an unspecified catecholamine during the procedure. After multple attempts to cross a lesion in the lad with a taxus express2 2.25 x 16 mm stent, the stent delivery system shaft was broken. The entire system was removed easily, and an arthos pico stent was placed instead.